Event description:
It was reported that the customer's insulin pump alarmed motor error twice. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm motor error alarms. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.